Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the failure mode of "pullout" as the sample was not returned for evaluation. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device came out, lock defective. During the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 5fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6.5 mm. There was no health damage to the patient. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.